Event description:
Improperly deployed essure device in the right tubal ostia with successful removal of the entire device prompting conversion to laparoscopic procedure. With the right tube under direct visualization the essure device was slowly advanced through the tubal ostia. Upon trying to release the device per manufacturer's specifications, the device did not release properly. The device was withdrawn. There was some residual wire left within the tube. This was grasped with a grasper and removed entirely. No lasting sequelae for patient. The essure sales rep was present in the or and took the device. We do not have knowledge of the lot number.